Event description:
A problem with a pump's cartridge resulted in a cartridge alarm 5 alert. The incident caused the customer's blood glucose level to display "high," but no specific value was provided. The customer addressed the high blood glucose by administering a correction bolus with the pump. They successfully loaded a new cartridge after following instructions from technical support, resuming normal insulin delivery without needing assistance from a third party.